Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level above 500 mg/dl; cause was unknown. Customer delivered a bolus via the pump to address bg. Recommendation was made to discuss diabetes management with a health care professional.